Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, via an 8f sheath using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide device could not be removed from the patient. The lever was opened and closed to close the foot. The device still could not be removed. The patient was taken to surgery where a cut down was performed to remove the device. The sheath was upsized to 14f and the tavr procedure was completed. No clinically significant delay in the procedure was report. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: hemostasis was achieved surgically. No additional information was provided.